Manufacturer narrative:
Product analysis: analysis could not confirm noise on the analyzer. Noise was confirmed from the programmer having a loose electrocardiogram (ECG) connector. The analyzer passed all incoming and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise observed from the analyzer. The analyzer has been returned for service. There was no patient in volvement.